Manufacturer narrative:
His event was originally reported by the patient prior to revision surgery and was submitted under alternative report number e2013004. (B)(4). On (B)(6) 2016, the surgeon reported that the patient was revised due to a peri-prosthetic fracture which was not in the scope of the summary report. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Retained by the patient.

Event description:
It was reported that the patient has pain and swelling. Additional information received on march 14, 2016: patient presented with a periprosthetic fracture. Surgeon removed the stem and liner. Proceeded with mod-restoration while keeping the original shell.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an rejuvenate stem was reported. The event was not confirmed. Method & results: device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no other reported events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported periprosthetic fracture was determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient has pain and swelling. Additional information received on march 14, 2016: patient presented with a periprosthetic fracture. Surgeon removed the stem and liner. Proceeded with mod-restoration while keeping the original shell.